Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported there was new pocket site pain. There were no environmental, external, or patient factors that may have led to the issue. An impedance check was performed and one lead showed all impedances >10,000 0-8 lead. The patient was not programmed on that lead and was receiving adequate coverage. The pocket site pain had been improving, the healthcare provider was aware and it was planned to continue to monitor the issue. The issue was resolved at the time of report.